Manufacturer narrative:
The customer¿s report that the tubing separated at the upper fitment could not be confirmed because the product was not returned for failure investigation. The customer provided a photo of a new set inside its packaging pouch with a pencil pointing at the macrobore tubing to the upper fitment engagement where it was reported to have separated. No issues were observed. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated at the upper fitment. Although requested, no further details were provided by the customer for this event.